Event description:
It was reported that the pump infused 2000mcg of fentanyl which customer alleges was not correct. There was patient involvement and unspecified harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Correction : describe event or problem, device manufacture date, imdrf annex b code and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported device 8100 inaccurate delivery of fentanyl was not identified during the customer call. However, there was no sufficient sample to address the issue.

Event description:
It was reported that that fentanyl was intended to run "2,000 mcg" but was allegedly infused incorrectly. The customer reported patient "harm" and although multiple attempts have been made, no further information has been provided to date and the device has not been returned for investigation.